Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pressure gage was broken. The issue was found while testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Bent front panel top right corner and cracked relief pressure knob. Performed functional testing. The customer's reported problem was confirmed through functional testing. The root cause is that the manometer gauge ribbon cable insulation and conductors were broken. Replaced manometer assembly kit to resolve the issue. The device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.